Event description:
This pt reportedly had a revision surgery for a cutaneous infection in 2005. During this surgery, the electrode array was accidentally pulled out of the cochlea. The pt reportedly could no longer hear with the implant system. An x-ray taken 2 months later confirmed that the electrode was not inside the cochlea. The device was explanted in 2005 and the pt was reimplanted with a new device during that surgery.